Event description:
The double y-connector introducer kit was plugged with a piece of plastic or other foreign body, which was not allowing the wire to pass through. The introducer was not used. Both the introducer and foreign body were returned to b. Braun for analysis. The entire lot of this product was sequestered and will be replaced by the manufacturer with another lot.what was the original intended procedure?cath lab.